Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance values. The measurements went from 65 ohms to near 150 ohms, which was high out of range. It was noted that the clinic will continue to monitor. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance values. The measurements went from 65 ohms to near 150 ohms, which was high out of range. It was noted that the clinic will continue to monitor. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information the patient was brought into clinic and a commanded shock test was performed. The result was a code 1005 for a shock into an open condition with a shock impedance value of greater than 125 ohms. No additional adverse patient effects were reported. Currently, this lead remains in service.